Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately five days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer confirmed that there was no blood in the extracorporeal tubing. The patient was not intubated or coughing, but had just returned from a walk. They attempted an autofill multiple times but the alarm persisted. They then switched out the iabp to another cs300 but the alarm still continued. The physician then replaced the iab and therapy was continued as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: brand name, catalog #, unique identifier (UDI) #, lot #, serial #, exp. Date, PMA/510(k)#, manufacture date. Device evaluation: the reported iab linear 40cc 7.5fr serial # (B)(6) but returned iab sensation plus 7.5fr serial # (B)(6) and the returned iab was evaluated. The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Additionally a portion of catheter tubing and membrane was also returned. Two dilators were also returned separate. Three kinks near the y-fitting were found on the catheter tubing and inner lumen approximately 0.3cm, 5.1cm and 7.6cm from iab y-fitting. The optical fiber was found to be broken at two of the kinked locations 0.3cm and 5.1cm. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 5.1cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing the reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately five days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that the patient had been out of bed and walking approximately 30 minutes prior to the alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer confirmed that there was no blood in the extracorporeal tubing. The patient was not intubated or coughing but had just returned from a walk. They attempted an autofill multiple times but the alarm persisted. They then switched out the iabp to another cs300 but the alarm still continued. The physician then replaced the iab and therapy was continued as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Event description:
N/a.